Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient faced five infusion set leakage event on (B)(6) 2025 the leakage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 5.